Event description:
It was reported by the patient and the patient's husband that the patient had been experiencing episodes where she passes out and is unresponsive. The patient did not have any recollection of the episodes, but some of them have left the patient in her bed for hours at a time. Follow up with the patient's medical professional revealed that they were unsure of the relation of the patient's passing out with vns. It was stated that the previous workup had been unremarkable including an emu stay in which the spells were non-epileptic. It was unclear if any adjustments were made to the vns at that time as the patient was under the care of an epileptologist. No interventions are known to have been planned or taken to date. No additional relevant information has been received to date.